Event description:
It was reported that during routine checkout, the cardiosave intra-aortic balloon pump (iabp) unit would not boot up.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, e1(site country), g3, g6, h2, h3, h4, h6 ( type of investigation, investigation findings, component codes, investigation conclusion), h10, h11. Corrected fields: b5, h6 (clinical code, impact codes). A getinge field service engineer evaluated the unit and in order to fix the issue fse replaced video generator pcb. This corrected the issue. Device passed all functional and safety tests according to factory specifications. Device was returned to customer and cleared for clinical use. The defective components were received for further investigation. The failure analysis and testing department received the defective parts. The parts were received with a reported unit failure message of unit would not boot up. Performed visual inspection of these parts received and all parts looks be in condition. Installed all parts into the cardiosave test fixture and tested together and separately to the factory specifications per cardiosave service manual. The failure analysis and testing department could not verify the failure of unit not boot up. All parts passed testing. Unit was booted up and pumped properly. Retained following parts in the fat dept. As per procedure mwts cable assy, (part of kit), video gen. Board (part of kit) was unable to send back to the supplier for further analysis due to old part revision, sending display monitor board (part of kit) to the supplier for analysis as per procedure. The technician of the maquet failure analysis and testing dept. (Fat) received pn: display monitor board back from the supplier. The supplier tested the board and no abnormalities were found. This investigation is now complete. Retained the part in the failure analysis and testing department per procedure. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.

Event description:
It was reported that during routine checkout, the cardiosave intra-aortic balloon pump (iabp) unit would not boot up. There was no patient involvement.